Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole on the surface of the pebax. A magnetic sensor functionality test was performed, and the device was recognized on the system; however, error 105 was displayed on the screen due to an open circuit in the tip area but, the potential cause cannot be determined. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 31394016l, and no internal actions related to the complaint were found during the review. The visualization issue reported by the customer was confirmed. The potential cause cannot be established. The instructions for use in the carto 3 system contain the following recommendations: improperly positioned patches may increase the chances of a virtual magnetic reference move unrelated to patient movement. This could also result in inaccurate catheter visualization. For the damage on the pebax the IFU (instructions for use) in the product states: do not scrub or twist the distal tip electrode during cleaning; do not use excessive force to advance or withdraw the catheter when resistance is encountered. Johnson & johnson medtech 's quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, it was reported that on ablation the catheter's image moved erratically on the carto 3 system. There were no errors on the carto 3 system or the ngen generator. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. No patient consequences were reported.